Manufacturer narrative:
The device was returned and evaluated. This device is part of (B)(4).

Event description:
Consumer alleges when leaning back in his chair, the back allegedly snapped causing him to fall to the ground.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges when leaning back in his chair, the back allegedly snapped causing him to fall to the ground.